Manufacturer narrative:
The reported event is not related to a device malfunction and the device worked as intended. It is possible that the retroperitoneal bleed was related to a high stick, but this is not known. A complication such as retroperitoneal bleeding are general complications which may be related to the endovascular procedure or the vascular closure procedure. Per the report, hemostasis was achieved with the device. In addition, the retroperitoneal bleeding was corrected with additional pressure and not surgery, but patient did receive a blood transfusion.

Event description:
The procedure was a antegrade stick in arteriogram case. It was noted that patient had large scar tissue bilaterally from open surgery on iliac vessels and significant lesions. The vascade 6/7f device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. Patient was moved to recovery and complained of pain at site and lower back. A CT scan was performed and a retroperitoneal bleed was discovered. Pressure was held to correct the retroperitoneal bleed, and the patient received 2 units of blood. No further injury or complications noted.